Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. To evaluate the iabp and was able to verify the issue. The stm replaced the power cord assembly which resolved the issue. Unrelated to the complaint event, the stm replaced the safety disk at 6,000,000 cycle interval and then performed all calibration, functional and safety tests on iabp, which passed per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during the daily checks performed by the customer, it was discovered that the ground prong of the cardiosave intra-aortic balloon pump (iabp) is broken. There was no patient involvement and no adverse event reported.